Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: na as the lens was not implanted. Section d6b: na as the lens was not implanted; therefore, not explanted. Section h3: other 81: the device was not returned for evaluation . Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded monofocal intraocular lens was partially inserted, removed and replaced in the same procedure due to split in the haptic. The procedure was completed successfully using another lens of same model. There was no patient injury. No other medical or surgical interventions were required. Patient¿s outcome was fine. Based on the additional information received the haptic was split lengthwise. No further information is available.